Event description:
Service was requested on this device based on a report that the pump doesn't produce an audible beep when the pca button is pressed. The facility's rep reported that there was no report of any pt incident occurring on this device since its last service event. The facility's rep was unable to provide any additional contacts that might have more info and was also unable to provide any details regarding when or where the situation was found.